Manufacturer narrative:
Product analysis: as received no noticeable defects were noted. Under close visual inspection damage to the proximal wire lumen exit port was noted. The wire lumen was stressed, indicating the use of a guide wire in the wire lumen. During aspiration testing the catheter aspirated water into an in-house syringe without issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no damage noted to packaging of the exportap aspiration catheter. The device was removed from packaging per IFU and inspected with no issues noted. The catheter was not prepped per IFU. It was reported that the device failed to aspirate completely. The stylette was removed prior to the attempted aspiration. No resistance was encountered when advancing the device and no force was applied during delivery. The intended lesion was in the mid diagonal branch, had mild tortuosity, severe calcification and 100% stenosis. After four unsuccessful attempts to aspirate using the catheter, the catheter was replaced with another medtronic device and the procedure was completed successfully. No injury reported.